Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of the event was not reported. Troubleshooting was performed and the insulin pump passed the high pressure and self tests. All possible site, reservoir and infusion set issues were discussed. It was found that the programming on the insulin pump was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.